Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was removed for repositioning, and the physician dropped the lead on the floor. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.